Event description:
Reportedly, the endo gia universal instrument with a 45 mm 2.5 cartridge was fired over the renal artery. After completion of the firing, the instrument's jaws would not open to release the tissue. Therefore, another instrument was fired proximally to remove the initial instrument from the surgical site and complete the case without incident. Procedure: nephrectomy. Pt status: no pt injury reported.